Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa8218r10 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the procedure, the anchor sutures released/loosened while dilating the stoma. The surgeon had to open a new kit to complete the procedure. This lengthened the time of the procedure. There was no injury to the patient and no other medical intervention was required. The current status of the patient is unknown.